Event description:
It was reported that during a sleeve procedure, when firing reload, misfired causing tissue to tear hole in the stomach. The surgeon fixed the tear with additional reloads. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with one ecr60d cartridge loaded on the device. The reload was received fully fired and with cartridge deck damage. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to the damaged knife condition. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what was meant by ¿misfired¿? Misfired as it did not deliver formed staplers and drug tissue thru knife blade did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? The device did deliver some stapler, the staple line was not complete and some staples were not properly formed. Did the device cut? The device did cut. If yes, was the cut line complete? What was believed to be the cause for the tear? I believe the cause to the tear was due to the surgeon stapling over an existing staple line and it jamming up the knife blade was there any patient consequence or change in the post-operative care of the patient as a result of the event? No consequence, surgeon cleaned up margins with another reload on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 7-8 firing, I think what color cartridge was being used? Green. Was buttressing material utilized? If so, which product? Bard peristrips were utilized.